Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when changing out the minicap transfer set it did not completely close when screwing with the titanium connector. This event occurred during setup with patient involvement. The nurse stated that this occurred due to an internal part of the connector not being well formed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, lea testing, clamp function testing, and clear passage testing were performed with no issues found that could have caused or contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.